Manufacturer narrative:
Root cause: the root cause for the reported issue that device had volume discrepancy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during a line change in the cardiovascular intensive care unit (cicu), the syringe modules did not accurately recognize the volume to be infused (vtbi) in the syringes. Bd manufactured and approved syringes were in use on all infusions. Syringe was loaded with the tubing clamped. Volume to be infused was displaying as inaccurate by approximately 1-1.5 ml of fluid. After utilizing the prime set with syringe feature and priming with 2 ml of fluid, vtbi remained inaccurate of same volume noted above. The was further reported that the syringe did not deliver inaccurately and there have been no reports of inaccurate flow rates. This issue is critical for particular narcotic infusions where the bedside clinician has to document all volume remaining in the syringe in order to waste properly. There was patient involvement, but no harm. Additional information provided: the brand of syringe used in the event was a bd plastipak 30 ml syringe. Per report "30 ml syringe sent and primed with 2.1 mls --screen showed 27 ml left as available for vbti when the syringe tick marks showed 28 ml available." Customer states " there is not a problem with a specific piece of equipment, rather the software of the programming/priming on the screen."